Event description:
The facility reports while the staff was using the lift, it got stuck in the top position and would not lower. The emergency lower switch also failed to lower the lift. The resident was removed from the lift and no injuries were noted.

Event description:
The facility reports while the staff was using the lift, it got stuck in the top position and would not lower. The emergency lower switch also failed to lower the lift. The resident was removed from the lift and no injuries were noted. MFR.rep.no. Exp01/104